Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. After a 35cm non-bsc guidewire crossed the lesion, a 6x80x75 epic¿ vascular stent was advanced over the wire. However, it was noted that the stent became stuck with the guidewire. The device was pulled out together with the guidewire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.